Manufacturer narrative:
The intraocular lens (iol) was received and the power confirmed to be correct as labeled, 15.5 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. The total number of events listed on our retrospective report submission for product code hql and the event type serious injury is 46. These events were not previously reported to FDA because the iol itself did not directly cause the event - the explanted iol diopter power was labeled correctly. However, upon further review, we have concluded that these explant reports, even when the diopter is correctly labeled and no product problem is identified, should be reported as mdrs due to the secondary surgical procedure. (B)(4).

Event description:
A report received from the surgeon stated that a pt's intraocular lens (iol) was removed and replaced without complication 3 weeks after the initial implant. The cause of the iol explant was unequal refractive errors in the two eyes. The pt was more than one diopter nearsighted in one eye and more than one diopter farsighted in the fellow eye. The original implant in the left eye was replaced with a higher diopter iol of the same model.